Event description:
Information was received from multiple sources (manufacturer representative, other) regarding a patient implanted with rod. It was reported that patient was injured by thoracolumbar posterior rod. There were no further complications reported regarding the event. 2025-feb-24, e2: additional information received. 06/20/2017: ec xr lumbar spine with flex/ext history: lumbosacral spondylosis without myelopathy arthrodesis status spinal stenosis, lumbar region, without neurogenic claudication. Other curvatures of spine associated with other conditions. Other spondylosis with radiculopathy, lumbar region. Other specified postprocedural states spinal stenosis, lumbar region other specified deforming dorsopathies, site unspecified lumbar spondylosis and scoliosis. Findings: there are 5 lumbar type vertebral bodies. There is no fracture. The patient has undergone prior laminectomies from l3-l5. Extensive hypertrophic bone posterior laterally likely represents osseous bone grafting. There is a dextroconvex curvature of the lumbar spine. There is mild disc space narrowing with small anterior osteophytes at t12-l1, moderate disc space narrowing and intraosseous heights at l1-l2. Moderate to severe disc space narrowing is present at l2-3 and l3-4. A left hip total arthroplasty is partially imaged. Impression: multilevel degenerative changes within the lumbar spine as detailed above. Prior l3-l5 posterior decompression surgery with bone grafting. On (B)(6) 2023 stopped spinal cord stimulation. Found out it was not working. Pain was still severe. Operation performed on (B)(6) 2023: anterior lumbar interbody fusion using a left-sided retroperitoneal approach anterior to the psoas at the level l2-3, l3-4, anterior osteotomy at l2-3, l3-4, placement of intervertebral body device (minimally invasive, lateral approach). Performed for flatback syndrome of lumbar region, narrowing of spinal canal. Xr spine any level (B)(6) 2023: history: 68 years old male undergoing interbody fusion and bone graft. Comparison: (B)(6) 2017, technical data: 15 intraoperative fluoroscopic spot images were obtained lumbar spine. Findings/impression: c-arm fluoroscopic images were obtained for anatomic localization. The images are of low resolution but demonstrate instrumentation and placement of interbody fusion hardware at 2 lumbar levels. Total fluoroscopy time was 159 seconds. Examination: CT l spine without contrast (B)(6) 2023: history: 68 years old male with check hardware position. Comparison: (B)(6) 2016. Procedure: utilizing the ge CT scanner, contiguous axial scans were obtained through the lumbar spine. Image data were processed using standard and bone algorithms. Coronal and sagittal reformatted images were then generated. Findings: there are 5 lumbar segments. There is new placement of the intervertebral disc spacers at l2-3 and l3-4. Bone graft fusion material is now also noted at the level of l4-s1 with partial osseous fusion of the posterior elements. Postsurgical changes related to l5 decompressive laminectomy is noted. Intraspinal electrodes are seen entering at the level of t12 and l1 and extend beyond the margin of the study. Partially leftward curvature of the lumbar spine is identified. Disc space narrowing at l1-2 is noted. There are scattered marginal osteophytes. The cortical margins are intact. There is paraspinal muscular atrophy. Vascular calcifications of the aorta are present. On axial images: at l1-2, there is a circumferential disc marginal osteophyte complex. The thecal sac is patent. There is bilateral facet spondylosis and ligamentum flavum thickening. Mild bilateral inferior neural foraminal narrowing is noted. At l2-3, there is a small posterior disc bulge. The thecal sac measures 8.5 mm in midline ap dimension. Bilateral facet spo ndylosis and ligamentum flavum thickening is noted. Severe right neuroforaminal narrowing is noted. At l3-4, there is suggestion of l3 right hemi laminotomy with severe bilateral facet spondylosis. The thecal sac measures 8 mm in midline ap dimension. Severe right neuroforaminal narrowing and mild left neuroforaminal narrowing is noted. At l4-5, the thecal sac is decompressed. There is redemonstration of a small fluid collection posteriorly. There is bilateral facet spondylosis. Mild bilateral inferior neural foraminal narrowing is noted. At l5-s1, there is a central posterior disc. The thecal sac is patent. There is bilateral facet spondylosis. Mild bilateral inferior neural foraminal narrowing is noted. Impression: multilevel degenerative changes and left convex curvature of the lumbar spine with mild l2-3 and moderate l3-4 central spinal stenosis. Multilevel neuroforaminal narrowing, severe at l2-3 and l3-4on the right. Postsurgical changes related to spinal fusion and decompression as detailed above. Similar-appearing small fluid collection overlying the l5 laminectomy defect. Procedure (B)(6)2023: t9 to s1 posterior lateral fusion, t9 to s1 posterior instrumentation, pelvis fixation, pontie osteotomy t11, t12, l1, l2, l3, l4, laminectomy l1,2,3,4. Performed for flatback syndrome of lumbar region, narrowing of spinal canal. Xr spine spinal column (B)(6) 2023: history: 68 years old male following or protocol for > 50 sponge count. Comparison: on (B)(6) 2023. Technique: frontal view of the neck and upper chest and lateral views of the thoracolumbar spine. Stitched frontal and lateral images were also provided. Findings: intraoperative radiographs were obtained. There are no retained sponges. 6 linear densities with wires project over the an terior pelvis (2), midline upper thoracic spine (2), and cervical spine (2), which were confirmed were electrodes related to spinal cord stimulator. The spinal cord stimulator projects over the mid thorax on lateral view, which the team confirmed was removed. Hip arthroplasty, pelvic generator, thoracolumbar hardware posterior rod and screw fixation and lumbar interbody fusion hardware, and endotracheal tube are noted. Drain noted in the paraspinal soft tissues. Impression: no retained sponge is identified. Xr film for sponge needle (B)(6) 2023: history: 68 years old male following or protocol for > 50 sponge count. Comparison: on (B)(6) 2023 CT l-spine. Findings: intraoperative radiographs were obtained of the chest and abdomen. There are no retained sponges. Hip arthroplasty, thoracolumbar hardware, lumbar interbody fusion hardware, and endotracheal tube are noted. Drain noted in the paraspinal soft tissues. Impression: no retained sponge is identified in the field-of-view. Xr lumbar spine ap and lateral (B)(6) 2023: history: 68 years old male undergoing t9 to pelvis posterior decompression and fusion with instrumentation and bone graft. Technical data: 29 intraoperative fluoroscopic spot images were obtained of the thoracolumbar spine. Comparison: (B)(6) 2023. Findings/ impression: c-arm fluoroscopic images were obtained for anatomic localization. The images are of low resolution but demonstrate instrumentation of the thoracolumbar spine with placement of internal fixation hardware. Total fluoroscopy time was 261 seconds. CT l spine without contrast (B)(6) 2023: history: 68 years old male with history of t9 to pelvis posterior osteotomy, decompression, and instrumented fusion undergoing follow-up. Comparison: CT (B)(6) 2023 and MRI (B)(6) 2016. Procedure: utilizing the ge CT scanner, axial scans were obtained through the lumbar spine. Findings: there are 5 lumbar segments, numbering from the lowest rib-bearing vertebral body. There are postsurgical changes related to interval multilevel thoracolumbar decompressive laminectomies as well as t9 to pelvis posterior paraspinal rod/screw fixation including fully threaded screws traversing the bilateral iliac bones. Pedicle screws spare the l5 and sacral vertebral bodies. The right l4 pedicle screw courses lateral to the l4 vertebral body. Several pedicle screws in the upper lumbar spine closely approximate the superior endplates but do not enter the disc spaces. There has been interval placement of additional regional bone grafting material. Again, noted are existing postsurgical changes related to prior l2-3 and l3-4 discectomy/disc spacer placement. Previously noted intraspinal electrodes have been removed. There is similar mild levoconvex curvature of the lumbar spine. There is multilevel disc space narrowing, most pronounced at l1-2 and l5-s1. The remaining cortical margins are intact. There is left greater than right retroperitoneal soft tissue stranding with scattered foci of air, favoring postsurgical change. Also noted is soft tissue stranding, small volume fluid, and scattered foci of air related to the laminectomy defects/superficial soft tissues overlying the thoracolumbar spine. A surgical drain coursing along the laminectomy defects is present. On axial images, at all levels, beam hardening artifact obscures evaluation of the spinal canal and neural foramina. At t9-10, the spinal canal appears to be patent. There is facet spondylosis with mild bilateral neural foraminal narrowing. At t10-11, the spinal canal is decompressed posteriorly. There is moderate bilateral neural foraminal narrowing. At t11-12, the spinal canal is decompressed posteriorly. There is mild bilateral neural foraminal narrowing. At t12-l1, there is a circumferential disc osteophyte complex. The spinal canal is decompressed posteriorly. The neural foramina are patent. At l1-2, there is a circumferential disc osteophyte complex. The spinal canal is decompressed posteriorly. There is mild bilateral neural foraminal narrowing inferiorly. At l2-3, there has been interval discectomy with disc spacer. The spinal canal is decompressed posteriorly. Small volume air related to the laminectomy defect is noted. There is moderate right and mild left neural foraminal narrowing. At l3-4, there has been a discectomy with disc spacer. The spinal canal is decompressed posteriorly and there is small volume air related to the laminectomy defect. The thecal sac measures approximately 11 mm in midline ap dimension. There is severe bilateral neural foraminal narrowing. At l4-5, there is minimal posterior disc bulge. The thecal sac is decompressed posteriorly. There is facet spondylosis with mild-moderate right and mild left neural foraminal narrowing. At l5-s1, there is a sm all central disc protrusion. The thecal sac tapers at this level. There is facet spondylosis with mild bilateral neural foraminal narrowing. Impression: interval multilevel thoracolumbar decompressive laminectomies and placement of t9 to pelvis posterior paraspinal rod/scr ew fixation hardware with regional bone grafting material. The right l4 pedicle screw courses lateral to the l4 vertebral body. No significant residual central spinal stenosis, although evaluation is suboptimal due to regional metallic artifact. Multilevel neural foraminal narrowing, as detailed above. Prior l2-3/l3-4 discectomy and l5 laminectomy. Expected small volume fluid and air overlying the laminectomy defects with a surgical drain in place. Additional scattered soft tissue stranding, fluid and air within the bilateral pelvis, likely postsurgical. Xr pelvis ap only (B)(6) 2023 history:68 years old male being evaluated for fracture. Technical data: frontal view was obtained of the pelvis. Findings: there is no acute abnormality involving the bony pelvis. The sacroiliac joints appear normal. Bilateral hip arthroplasties are intact. Enthesophytes are noted of the pubic rami. Recent lower lumbar spine fusion to the ilium is noted with overlying skin staples in place. No fracture is seen. Radiopaque material is noted overlying the right inferior pubic ramus on both views, precluding some evaluation. Impression: no visible fracture, with intact bilateral hip arthroplasties and recent lumbar spine instrumentation extending into the sacrum and iliac bones. Xr bone length, (B)(6) 2023 additional findings: partially visualized bilateral paraspinal rod/screw fixation hardware traversing into the bilateral iliac bones. Bilateral total hip arthroplasties and a right knee total arthroplasty is noted. Left-sided spinal cord stimulator is partially visualized. Discharge summary: (B)(6)2023 admit date: (B)(6)2023, admission diagnoses: spondylolysis. Impairments: deconditioning, generalized weakness, pain, perceptual impairments, and surgical wound. History of present illness: patient is a 68 y.o. Male with past medical history of htn, bilateral hip replacements, spinal stenosis and spondylosis who is status post lumbar fusion of l2-l4 on (B)(6)2023. He was admitted to ecicu (B)(6) 2023 status post a t9-s1 posterior, lateral fusion with approximately 800 ml blood loss. In or patient also received 1u prbc and 2l lr. Of note, patient has history of chronic pain syndrome and follows with chronic pain serices. His home medications include methadone 10mg bid and percocet 10 qid. Neurosurgery administered intratheal opioids and placed epidural catheter prior to closure. This was started by anesthesia team. Patient also received 15 mg methadone IV intra op. Upon arrival in the ICU patient is alert and oriented. Primary complaint is mild, tolerable back pain. He denies any nausea, vomiting, chest pain, shortness of breath, numbness or tingling in arms and legs. Subjective: no acute events overnight. Pain is improving. States overnight no pain, but morning the oxycodone was delayed for 3 hours and 10/10 lower back pain around surgical site came back - continues to endorse left hip pain - endorses mild 3-5/10 lower abdominal/suprapubic pain that worsens when there is a flare of his low back pain. Weekly summary (B)(6)2023: patient participated in therapies, making functional gains. No acute event. Pain managed. Assessed patient. No neuro changes. Weekly summary (B)(6)2023: medically stable, xr bone length completed on 12/14. Continue with therapy for improvement on adl's, gait, and mobility. (B)(6)2024: visited hospital for counseling. Had 2 prior surgeries. 1st surgery had 2 level fusion 1995. 2nd surgery in 2006. 3rd surgery at arrowhead, revision decompression 2013, did well. In 2015 patient went back to be a block layer, then developed back and leg pain. Right leg. Pain is worse with standing and walking, pain is better with sitting and in a recliner. (B)(6)2024 patient pain stable, visited hospital for counseling. 2-19-2024 patient felt like he is leaning to right side. On (B)(6) 2024 p atient was doing well with therapy then was bending forward when heard a pop, about 3 weeks ago, end of may. History of present illness: location of pain ¿ patient reports pain and describes pain severity as 10/10, and describes discomfort as ache, burning, numbness, stabbing, throbbing thoracic region, throbbing lumbar region, right leg, throbbing, right foot, right thigh, buttock pain, arm pain, neck pain. Aggravating factors: patient reports the following aggravating factors: prolonged standing, walking, bending backward, bending forward, with cough, sneeze, straining during bowl movement, activities (vacuuming carpets, mowing lawn), cold and damp weather. Alleviating factors: sitting, lying flat on back, heating pack and lying on side with knees bent. Past surgical history: spine surgeries: date: 1996, 1997. Type or procedure(s): fusion laminectomy, hardware removal. Symptoms improved post op. Reason for surgery: disc sharp pain. (B)(6)2024: admitted to hospital. Reason for visit: spinal stenosis. Chief complaint: hardware repair, laminectomy. Radiology - lumbar spine complete (B)(6)2024, findings: 225 fluoroscopic views of the lumbar spine were obtained. Fluoroscopy time was 51.2 seconds. Date of procedure: (B)(6)2024, preoperative diagnoses: kyphoscoliosis, broken hardware, pseudoarthrosis, failed back syndrome, chronic pain syndrome. Intraoperative findings: patient's fusion was not robust, and osteotomy was performed without complication. Postop x-ray shows adequate correction. Postop imaging shows adequate correction of alignment. Indication for surgery: patient underwent scoliosis reconstruction a year ago and did well postop. Then patient starts to the right side with kyphosis. Patient radiographically shows broken hardware. Patient has severe pain and patient decompensated. Given the fact, the patient has gross pseudoarthrosis with severe pain. Patient will require revision osteotomy, decompression, stabilization. Procedures: pedicle subtraction osteotomy at l3. T9-s1 posterolateral fusion. T9 through s1 posterior instrumentation x10 segment. Fusion exploration. The broken rods were removed. Fusion explored. A loosened screw was removed. (B)(6)2024: status post s1 posterior lateral fusion, laminectomy and fusion exploration, doing well, states pain significant improved on pain pump, tachycardia noted, bp stable. Exams: CT thoracic and lumbar spine without IV contrast. History: lower back pain status post thoracic and lumbar surgery. Procedure: axial CT images of the thoracic and lumbar spine were obtained at 2.5 mm slice thickness with bone and soft tissue windows. Reconstructed sagittal and coronal images were also obtained at 3 mm slice thickness. Findings and impression: status post extensive thoracolumbar surgery with posterior instrumentation extending from t9 to sacrum/pelvis. There are multilevel bilateral pedicular screws with associated vertical stabilizing rods extending from t9 to sacrum and iliac bones with transversing orthopedic screws extending across sacroiliac joints. There is posterior laminectomy with posterolateral fusion. There is associated metallic streak artifact with metastatic evaluation of central canal along these segments. Thoracolumbar alignment is otherwise maintained. There is normal lumbar stenosis with near alignment of thoracic and lumbar vertebral bodies. There are posterior surgical skin staples in place. Acute postoperative changes with mild residual postoperative soft tissue gas in the posterior paraspinal soft tissues. Partially visualized jp drain. No evidence of organized fluid collection. There is no CT evidence of acute fracture or malalignment. Discharge date: (B)(6)2024 discharge diagnosis: status post s1 fusion. Hospital course: 68 yo with history of htn, kyphoscoliosis, spondylosis and chronic pain syndrome seen today (B)(6)2024) status post t9 to s1 posterior lateral fusion, laminectomy, and fusion exploration, no post op complications, patient is hemodynamically stable, reports some pain, no chest pain, no shortness of breath, being admitted for post op observation and management. Patient stable. CT looks good. Good alignment. Discharge home today with home health.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. It was not confirmed that which of the two reported screws loosened. Hence both screws are being reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.